Event description:
Reportedly, during a regular follow-up, noise oversensing was observed on the ventricular egm. When a pressure was applied to pocket area, noise sensing phenomenon was reproduced. Since lead incomplete failure was suspected, therapies (atp and shocks) were re-programmed to off and immediate re-operation was scheduled. The re-operation was performed and the ICD was extracted from the pocket, egm was checked while the physician touched ICD and lead but noise was not reproduced at this time. The ICD lead was disconnected from ICD, and is-1 lead portion was measured but found normal. The ICD lead was replaced (it was cut around the bottom of three legs, and rest part was left inside the body) and the ICD itself was also replaced. Both ICD lead and ICD will be returned for analysis. A new ICD with a new lead were successfully implanted. Case associated to sorin isoline lead sn (B)(4).

Manufacturer narrative:
(B)(4) 2013 - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.